Event description:
It was reported that the asymptomatic patient was in the operating room for an implant procedure. During the procedure the right atrial lead showed high impedance in multiple locations. The lead was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.